Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "incompatible sensor," when scanning the adc freestyle libre 2 sensor with a freestyle libre reader. On (B)(6) 2021, as a result, the customer experienced weakness, sweating, shaking, tiredness, and was unable to treat themselves. The customer was provided sugar, juice, and cake by her husband (non-healthcare professional) which caused an increase in the customer's blood glucose levels. The customer was then treated with 2 units of rapid insulin. There was no report of death or permanent injury associated with this event.